Event description:
The device was used to infuse chemotherapeutics in a pt with mammary cancer. During the infusion of taxotene, the pt felt discomfort in the forearm, in the distal region with respect to the insertion site. The area was not red and painful if touched. Thus they suspended the infusion and removed the device finding a small hole at 4cm from the insertion point. The device was implanted 112 days before the event.

Manufacturer narrative:
The device has not been returned to the manufacturer for eval, as the device is not available. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.